Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 345 mg/dl and ketone level was large. Customer was treated in the emergency room (ER) with manual insulin injections and intravenous saline solution. Healthcare provider identified ketones as dangerous. After 4 hours, customer left the ER in good condition. Contact and healthcare provider alleged there was an issue with the pump. Pump system check with tandem technical support (cts) found the pump to be functioning properly. Cts reviewed pump data and no issues were identified; customer acknowledged the information.